Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be that the cause is drop of the power bracket. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited power button stuck and cannot be turned on. There was no delay in the procedure and patient was not under anesthesia. There were no reports of patient harm.